Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer's spouse reported via phone call that the insulin pump has recurring no delivery alarms. Spouse stated that they had changed the infusion set three times. Blood glucose value was 134 mg/dl. Troubleshooting was performed and they were able to prime after disconnecting and reconnecting at the tubing connector. They were advised the insulin pump is working as designed and the alarm was caused by a set/reservoir occlusion. Towards the end of the call, the customer received another no delivery alarm when reconnecting at the site. It was advised to use a different site and monitor. Diabetes educator sent and email later to communicate that she spoke to the customer's spouse and she added that the customer had about 10 no delivery alarms and the last 3 seemed would stop around the 75-80 unit left mark but also the issue could be related to the customer coughing due to possible bronchitis. It was instructed to replace the insulin pump if the customer calls back.